Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm. Customer reported that he was unable to push on the reservoir plunger to delivery insulin. Troubleshooting showed the alarm was cleared after a reservoir and infusion set change. Customer's blood glucose at the time of call was at 600 mg/dl. Nothing further was reported.